Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having some difficulty interrogating a device and the system fan was noisy. It was further reported that the programmer would shut down by itself after ten to fifteen minutes of being turned on. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the reported noisy system fan. The fan was replaced. Analysis was unable to confirm the reported telemetry and power off issues. The programmer's software was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.